Event description:
It was reported when using the bd phaseal protector there was a damaged or open unit package seal where sterility is compromised. The following information was provided by the initial reporter. The customer stated: 'this is a report about package seal integrity. According to the distributor's report, the perforation of package was poor (torn).".

Manufacturer narrative:
Investigation summary: no samples or pictures were received for the investigation. A device history review was performed for reported lot 2009101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Five retained samples from the same lot were investigated, no damage or problems related to package seal integrity were found. All packages were properly sealed and therefore the reported event could not be reproduced in the retained samples. No damage or problems related to the integrity of the container seal were found. All containers were properly sealed and no defects were observed. The protectors are automatically placed in the blister pockets and the packages are checked at the beginning and end of the pallet. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported when using the bd phaseal protector there was a damaged or open unit package seal where sterility is compromised. The following information was provided by the initial reporter. The customer stated: 'this is a report about package seal integrity. According to the distributor's report, the perforation of package was poor (torn)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.